Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit and found that the ECG cable was defective. The fse stated that the customer's biomed will replace the cable. The unit passed all functional and safety tests according to factory specifications. The unit was returned to the customer and cleared for customer use.

Event description:
N/a.

Event description:
It was reported that prior to beginning therapy on patient, the cardiosave intra-aortic balloon pump (iabp) had an EKG reading issue. The customer stated that they ¿could not get an ECG reading on this machine.¿ there was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.